Manufacturer narrative:
It was reported that the device alarmed with tf 331001 pvent-control defect at start up. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective pressure sensor assembly. After replacing the pressure sensor assembly, the device was released back into use.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing. Note to setion d4 UDI: creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.di was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "after startup tf 331001 (pvent-control defect) alarm occured. Pvent_control value is false." (2) health impact: no patient involved.